Event description:
It was reported that the bolus port was unresponsive. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the customer reported issue was able to be replicated through remote dose test. The cause of the reported issue was a damaged remote dose connector and printed wiring assembly (pwa) board. The reported issue was resolved by replacing the pwa board. Further investigation found the downstream occlusion (dso) seal was torn. The device was repaired by replacing the dso seal. The device passed functional testing after the repairs. The product's service history records were reviewed and there was no indication that the complaint was related to the service of the device within the review period.